Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm during calibrating. The customer's blood glucose was 128 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump did not pass the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at pin on keypad assembly.